Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR:the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od(outer diameter) was measured which is within max crimped stent profile measurement .stent strut rows 6, 7, 15, 16 and 17 from the proximal end of stent are deformed . No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-dec-2016.   It was reported that shaft kink occurred.   The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary vessel. A 32 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion; however, the stent shaft was kinked during delivery. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed the stent damaged.